Manufacturer narrative:
H6: investigation summary: the customer reported leakage from the med port on the drip chamber, and returned 4 unopened samples and 1 opened but unused. The samples were primed with blue dye fluid and checked at all the tubing connections, and no failures or leaks were observed. The med port couldn't be fully tested for leaks with the bbraun on-guard as we do not have competitor products in the lab. The bbraun luer connector remained attached to the unused sample med port, but no on-guard was provided. The med ports did not leak when attached to bd syringe luers. The complaint could not be verified. A device history record review for model 10015861a lot number 21015401 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07jan2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause is unknown without an observed failure. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 as lvp ss bag 20d low sorb 3ss cv sets leaked from the upper port on the drip chamber during use. The following information was provided by the initial reporter: "customer states that they have had 2 instances of leakage from the upper port on the drip chamber."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 as lvp ss bag 20d low sorb 3ss cv sets leaked from the upper port on the drip chamber during use. The following information was provided by the initial reporter: "customer states that they have had 2 instances of leakage from the upper port on the drip chamber."